Manufacturer narrative:
The device was returned for evaluation. The failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. No service history for the device under review. The reported complaint was confirmed. UDI: (B)(4).

Event description:
A customer reported that the c2602 cusa excel 36khz straight handpiece was not working properly on an unspecified date. It happened during an unknown procedure. The patient was not hurt. Another cusa from their inventory was used. Additional information has been requested.